Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that control body fluid damage, insertion flexible tube (ift) broken, insertion flexible tube (ift) buckled, light guide cable buckled, insertion flexible tube (ift) crushed and u/d knob index was peeling off; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.